Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that her lead wire came out of her vertebrae (B)(6) 2014; the patient had fallen 3 times, which had caused it to come out. The patient met with a manufacturer representative and was reprogrammed 3-4 times, but each time it would work for a short period of time before losing therapeutic effect. The patient had revision surgery and it was noted that a manufacturer representative was present at the procedure. Additional information received from the manufacturer representative reported that the manufacturer representative tested the patient's lead pre-operatively and they were fine. The pocket revision was because the patient had lost weight and wanted the implantable neurostimulator (ins) moved more to the side rather than on her back. The manufacturer representative noted that the day of the revision ((B)(6)-2015) was the first day the manufacturer representative was aware the patient stated they had fallen and had been reprogrammed. There was no record of the patient meeting with a former manufacturer representative for reprogramming. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain and radicular pain syndrome (radiculopathies).